Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 99% stenosed, de novo lesion in the proximal left anterior descending (lad) coronary artery. Post deployment of a 2.75x28 mm xience v stent, a distal edge dissection was observed. The dissection was treated with a 2.5x18 mm xience v stent and the procedure was completed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.